Manufacturer narrative:
(B)(4). (B)(6). Method: the returned breathing circuit was pressure tested and submerged in a water bath to test for leaks. Results: a leak was found in the inspiratory and expiratory water traps. The water trap of the breathing circuit consists of two parts where the lower part can be removed during use for draining water. The water trap leaks were located at the seal between the water trap bowl and the water trap lid. A lot check revealed no other similar complaints for lot number 100629. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or setup. Our monitoring and trending of events involving water trap leaks in adult breathing circuits has a rate of occurrence of (B)(4).

Manufacturer narrative:
(B)(4). The complaint device has not yet been received by fisher & paykel healthcare ((B)(4)) for investigation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that there was an air leak from the water trap of an rt134 adult breathing circuit.the leak was observed during setup of the device.

Event description:
A hospital in (B)(6) reported via a distributor that there was an air leak from the water trap of an rt134 adult breathing circuit. The leak was observed during setup of the device.